Manufacturer narrative:
Investigation showed user error led to perforation of the uterine wall most likely caused by the sound based on the size of the perforation. Cavity integrity assessment (cia) test diagnosed the condition and prevented pt injury. Novasure performed as intended. No add'l interventions or extended hosp stay required. Returned product investigation showed no device failure.

Event description:
Based on the info provided, the physician was unable to pass the cavity integrity assessment (cia) test. Novasure endometrial ablation was not conducted.